Event description:
No additional information was provided. Material#: 2426-0500 batch number: unknown. It was reported that during investigation, no issues were observed with the returned devices during testing. However, I was able to confirm a back flow on the primary set model 2426-0500 lot unknown smartsite # (120035) 223561309. Verbatim#: rcc received complaint via email. During my investigation, no issues were observed with the returned devices during testing. However, I was able to confirm a back flow on the primary set model 2426-0500 lot unknown smartsite # (120035) 223561309. Can someone please create a pr # so I can ship the disposable set to vernon hills for further investigation.

Manufacturer narrative:
It was reported that there was a back flow on the primary set. One sample of item number 2426-0500 with a sample of an unknown secondary set were submitted for quality investigation. Visual inspection of the infusion set was conducted to determine if there were any components damaged or if there are any breaks or cracks in the tubing. There were no indications of damage to the entire assembly. The primary infusion set sample 2426-0500 was primed with water. The secondary set was primed with water with blue dye. The secondary set was then connected to the primary infusion set. A simulated infusion was conducted at 125 ml/hr. The blue dye colored water appears to be traveling back past the check valve in the primary infusion set. The customer complaint of flow issue - back flow was verified by investigation. The check valve was forwarded to the supplier for further investigation. The supplier conducted an investigation on the check valve but was not able to replicate the failure. The root cause for the failure could not be determined. Implementation of 100% backflow verification during the assembly process is conducted on the backflow check valve and will continue to ensure controls are in place to minimize quality issues. The lot number for the infusion set was reported as "unknown." The device history reports are based on possible lot numbers found when searching the smartsite ID numbers on the sample submitted. A device history record review for model 2426-0500 lot number 23043150 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 23053217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues. The following information was received by the initial reporter with the verbatim: I was able to confirm a back flow on the primary set model 2426-0500 lot unknown smartsite # (120035) (B)(4).

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.